Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa9112r07 was reviewed and the product was produced according to product specifications. All information reasonably known as of 11 dec 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that after the procedure, one of the anchors fell out while the patient was in the recovery room. It was confirmed by the gastroenterologist that the suture had broken. While cleaning up the operating room, a second anchor was found with a broken suture. There was no injury to the patient. Per additional information received on 28 nov 2019, the patient is awake and not in pain. The patient is being monitored, and the gastrostomy tube remains in place.